Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and degenerative disc disease/herniated disc pain. No drug information was provided. It was reported the patient had a falling out with her doctor and reported him so she was unable to get her pump filled and it went empty. She stated she was going through withdrawal, her back was messed up, and she had cancer. She also stated she would be hot one minute then cold the next. The patient did not have a health care provider (hcp) at the time of report. The patient stated that her last doctor gave her a "big bottle" of pain pills and had half of the bottle left. The patient mentioned that prior to getting her pump dr. (B)(6) "put 3 needles in me" and when she woke up she had the biggest blister full of medicine and blood and had to go to the hospital because of dr. (B)(6). Further follow-up is being conducted with the patient to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the health care provider (hcp) reported that there was an empty pump reservoir on (B)(6) 2016. The hcp had access to the physician programmer. The patient missed her refill and had been taking oral opiates, flexeril, and gabapentin. The patient was lethargic. The hcp stated the medical doctor (md) decided to change the drug concentration and program a bridge bolus. After doing this, the physician decided due to the fact the patient was lethargic to cancel the bridge bolus and program the pump to minimum rate mode. The bridge bolus had only been infusing for a very short time and again due to the lethargy that was cancelled and programmed to minimum rate mode. Troubleshooting resolved the reported event. The pump contained bupivacaine with a concentration of 3 mg/ml at a dose of 1 mg/day and dilaudid with a concentration of 4 mg/ml at a dose of 1 mg/day. It was further reported there was not an issue with the pump; lethargy was due to oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.